Manufacturer narrative:
The reported complaint was confirmed. As per manufacturer's technical support specialist, it was found that the user facility turned on the system, started all the pumps while the central control monitor (ccm) was still booting. Since both pumps were already running this will prevent them from initiating master and follower mode. In order for the mater and follower to be initiated both pumps have to be in a stop condition. This resulted in the pump not able to display the master follower indicator. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported complaint. The unit was started several times without any errors being displayed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the master follower was not seen in the local display of the pump. The machine was restarted and it showed up again after 13 seconds. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.